Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s parent reported customer received lower readings on her adc freestyle libre sensor than readings received on a healthcare provider¿s meter. It was further reported the customer had been receiving unspecified ¿good¿ readings from her sensor for two days, but was urinating frequently, so customer was taken to a hospital on (B)(6) 2018. At the hospital, a reading of 567 mg/dl was received which was compared to a sensor result of 128 mg/dl. Customer was diagnosed with hyperglycemia and treated with humalog insulin. A subsequent readings comparison was done with the following results: hospital meter: 300 mg/dl vs sensor: ¿lo¿ (a reading less than 40 mg/dl). A final meter result of 170 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s parent reported customer received lower readings on her adc freestyle libre sensor than readings received on a healthcare provider¿s meter. It was further reported the customer had been receiving unspecified ¿good¿ readings from her sensor for two days, but was urinating frequently, so customer was taken to a hospital on (B)(6) 2018. At the hospital, a reading of 567 mg/dl was received which was compared to a sensor result of 128 mg/dl. Customer was diagnosed with hyperglycemia and treated with humalog insulin. A subsequent readings comparison was done with the following results: hospital meter: 300 mg/dl vs sensor: ¿lo¿ (a reading less than 40 mg/dl). A final meter result of 170 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.